Event description:
While the device displayed an empty cartridge error, neither the audible alarm, nor the vibration alarm, were generated in conjunction with the error. Additionally, patient reported that the device's backlight no longer working. Patient's blood glucose was not affected and no treatment was received.